Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead could not access in the coronary vein. The lead was implanted. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.